Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, patient is not doing proper air removal step during cartridge change and is removing air with empty syringe. Clinical support advised caller that not removing the air properly and removing air with an empty syringe during a cartridge change is off label per the tandem user guide. No reported impact to the customer¿s blood glucose level.